Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular procedure, the catheter tip detached within the patient's common iliac [ci] artery. The physician had acquired retrograde arterial access, and had negotiated the patient's left common iliac artery with the 4f catheter. During catheter manipulations over a guidewire within the patients chronic total occlusion, the catheter tip detached. An addition guidewire was placed within the patients abdominal aorta for support and safety. The physician used a vascular snare device to successfully retrieve the catheter tip from the patient's common iliac. A covered stent had to be deployed due to dissections accumulated while trying to snare the device from the patient's left common iliac artery.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.